Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during deployment, the angio-seal device had a small amount of bleed back. The reported blood loss was less than 250 cc's. Manual compression was applied. The patient condition is good. The procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the device return date and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The hemostatic sheath and arteriotomy locator were returned with the device. The returned components were subjected to visual analysis where dried blood-like substance was observed. The arteriotomy locator was returned mated with the hemostatic sheath. The blood inlet holes were appropriately aligned. A 0.035" guide wire was inserted into the arteriotomy locator from the proximal end of the arteriotomy locator. 8.5" of the guidewire was able to be inserted before an obstacle in the arteriotomy locator was met. A cut in the arteriotomy locator was made 8.5" from the proximal end which was distal to the blood inlet holes. Inside compacted dried blood-like substance was observed that prevented the passage of the guidewire. The inner diameter of the arteriotomy blood inlet holes were measured to 0.054" which is within the specification. The inner diameter of the arteriotomy proximal inlet hole was measured to 0.036" which is within the specification. Based on the returned device there was an obstruction in the inner lumen of the arteriotomy locator which was dried blood like substance. This dried like substance would not have been present during the use of the device. Additionally, there is no allegation that there was difficulty threading the arteriotomy locator over the guide wire. Based on the testing performed no anomalies were found between the blood inlet hole and the proximal end of the arteriotomy locator. The device met dimensional specifications. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.